Manufacturer narrative:
This device remains implanted , therefore technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker device is suspected of a premature battery depletion. The physician advised the battery power consumption dropped five years in four months. A technical service (ts) consultant, reviewed engineering analysis, confirming battery power consumption is increasing at a abnormal rate. Ts recommended device replacement. The device remains implanted. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker device is suspected of a premature battery depletion. The physician advised the battery power consumption dropped five years in four months. A technical service (ts) consultant, reviewed engineering analysis, confirming battery power consumption is increasing at a abnormal rate. Ts recommended device replacement. The device remains implanted. No adverse patient effects were reported. New information was received that a revision procedure was completed. Besides surgical intervention, no adverse patient effects were reported. The device was returned, and analysis completed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Manufacturer narrative:
This device has not been , therefore technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker device is suspected of a premature battery depletion. The physician advised the battery power consumption dropped five years in four months. A technical service (ts) consultant, reviewed engineering analysis, confirming battery power consumption is increasing at a abnormal rate. Ts recommended device replacement. The device remains implanted. No adverse patient effects were reported. New information was received that a revision procedure was completed. Besides surgical intervention, no adverse patient effects were reported. Several attempts to locate.